Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) lead exhibited loss of capture. The rv lead was capped and replaced on (B)(6) 2025. On the next day (B)(6) 2025, the patient received inappropriate shock due to far p wave over-sensing causing patient discomfort. Chest x-ray confirmed the new rv lead dislodgement. The rv lead was repositioned on (B)(6) 2025. The patient was in stable condition.